Event description:
The customer reported that some of the keys on the device keypad were not functioning. The device reportedly did not have the ability to charge or deliver defibrillation energy because of this. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the interface pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed interface pcb assembly and determined that the cause of the reported failure was due to a failure of an integrated circuit chip, designator u5.